Event description:
This spontaneous case describes the occurrence of adverse event ('severe side effects') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of adverse reaction ('severe side effects') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.